Event description:
Steris v-pro max 2 used in hospital sterile processing departments occasionally leaves hydrogen peroxide droplets on inside and or outside of packaging and on the surgical instruments. This happens even when all of the parameters of the load passes. Steris was contacted and they are investigating the incidents. This poses a potential burn injury risk to spd staff members and surgical patients. FDA safety report ID (B)(4).